Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.50/0.5/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault. On (B)(6) 2024 a replacement lens of a different model/ longer length was implanted. The problem was resolved. The cause of the event was reported as the device. Reportedly, " lens size of 12.6 implanted, as recommended by the reinstein formula. The intraoperative vault was very low (~200 um). Surgery on the second eye was not performed in order to assess whether the patient would benefit from a 13.2 instead of a 12.6. Two days later, the vault was still low (365 um). Surgery on the right eye was performed using a 13.2, and the left eye was exchanged for a 13.2."